Event description:
A surgeon reported a pt with hazy vision following bilateral intraocular lens (iol) implant surgery. He also reported the iol has some glistenings. Additional information was received from the surgeon, who reported posterior capsule opacification (pco) has been observed and a yag laser capsulotomy has been performed. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 12/22/2011, 12/23/2011 and 01/05/2012 by fax, phone and mail. A completed questionaire was received on 01/12/2012. (B)(4).